Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4). It was reported a new finger was used for both tests. At 06:53 a.m., the patient's meter result with test strip lot 56561321 was 6.2 inr. At 10:31 a.m., the patient's meter result with test strip lot 57260823 was 2.5 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency is every 4 weeks.

Manufacturer narrative:
The test strips were requested for an investigation, but the test strips were not available for return. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is patient/consumer.